Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for oil-like matter on the cannula with the incident lot was observed. Testing of the customer samples was performed and the matter was identified to be silicone, which is a component of the lubrication used in the assembly process. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter, "before use this batch, the customer found some fbn have similar oil fm on the IV cannula. Occurred rate is 20%."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter, "before use this batch, the customer found some fbn have similar oil fm on the IV cannula. Occurred rate is 20%."